Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. Device not returned to manufacturer.

Event description:
It was reported that the device alarmed for an incorrect fresh gas flow and, it was stated that there no patient consequences occurred. However, it turned out in the course of investigation that automatic ventilation was shut down during the respective surgical procedure.

Manufacturer narrative:
The hospital's biomed has reportedly checked the device, replaced the pcb that controls display and user interface and returned the workstation to use after it had passed all tests. The log file was analyzed by the manufacturer whereby it was determined that the device passed the automatic power-on self-test (post) in the morning of the date of event without deviations. After 4 minutes into the case the self-monitoring function detected a communication problem between the cpu board that controls the gas dosage, the ventilator and the user interface. In a situation where ventilator and gas mixer enter a fail state simultaneously the supervisor software routine is designed to switch-off both subsystems. The device went into the so-called "safety mode" and alerted the user to this condition by means of a corresponding alarm. If such deviation would occur during use the user has to set up adequate oxygen and a-gas flows manually to perform manual ventilation with the in-built breathing bag; monitoring functionalities of the device are not affected by this kind of error condition. The procedure how to establish the emergency gas supply is laid down in the IFU. Dräger knows a certain number of similar events - none of these events could be traced back to a clear root cause. The fact that the identical type of board is used in the workstation twice and does not exhibit malfunctions in the second application periphery makes a general design issue rather unlikely. A reasonable explanation would be electrostatic discharge of the user during interaction with the device or any other kind of electromagnetic disturbance that exceeds the immunity barriers of the device. The primus was developed in compliance to the requirements of iec 60601-1-2. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device alarmed for an incorrect fresh gas flow and, it was stated that there no patient consequences occurred. However, it turned out in the course of investigation that automatic ventilation was shut down during the respective surgical procedure.